Manufacturer narrative:
Concomitant medical products: 4554 boston scientific lead, implanted: (B)(6) 2011, 0184 boston scientific lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and no capture. The lead also dislodged during the extraction of a competitor product. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. Visual analysis of the lead indicated apparent explant damage. The analyst noted that visual inspection found there was 3 sets of set screw marks on the is-1 pin, 1 set that was too proximal on pin, and others were in correct location. According to the time of the implant, that leads us to conclude that the set of screw marks too proximal on pin does not relate to the electrical complaints. There only found explant damage, no insulation breach or fracture in vivo was observed on partial lead returned/ received. If information is provided in the future, a supplemental report will be issued.